Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Eval confirmed the reported symptom system error 105 through observation at power-up of the device, but could not reproduce it during eval. Eval determined the cause to be a severed motor mount screws. The motor assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no pt involvement.